Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received noted that the patient presented in clinic for follow up. It was noted that the right ventricular lead exhibited non sustained right ventricular oversensing. Fluoroscopy on (B)(6) 2016 showed no evidence of externalized conductors. Physician elected to leave the lead in place. Patient was stable.

Event description:
It was reported that the asymptomatic and non dependent patient's right ventricular lead exhibited noise. Episodes of non-sustained right ventricular oversensing were observed. No intervention was performed.